Event description:
It was reported that during the implant procedure the helix would not extend. In addition, it was noted the is-1 pin was bent possibly occurring after lead was removed from the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The helix can not be tested at this time due to a bent connector pin.